Event description:
Additional information received reported that impedances tested out of range during an implant. The manufacturing representative thought the ¿nomor depth stop¿ that the healthcare professional (hcp) tried for the first time may have exacerbated the issue because the depth stop made it difficult to attach the twist lock to the lead. The hcp replaced the lead and impedances were normal. The issue was resolved by replacing the lead.

Manufacturer narrative:
Concomitant medical products: product ID neu_dbs_fhc_acc, product type: accessory; product ID neu_stylet_acc, serial# unknown, product type: accessory. Concomitant medical products: the model # of the fhc is 66-ac-dc. Analysis of the lead, lot #va0n22y, found no anomaly.

Event description:
Additional information received reported that there was a concern that the impedance issues could have been partly due to the use of the new "fhc nomar depth stop." The patient was doing well.

Event description:
It was reported there was an issue with the lead and so a replacement lead was used and the case proceeded. Whenever the doctor went to place the second lead there was an issue in testing with the manufacturer¿s handheld device. The impedances on contact 1 and 3 were outside of the accepted limits and contacts 0 and 2 were on the very high end. A new lead was opened and they were able to proceed with the implant.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).